Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified sensor failure during warmup for transmitter (B)(4) occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed for transmitter (B)(4). The probable cause was determine to be a transmitter failed error. The reported event of an unspecified sensor failure during warmup is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.